Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). An investigation was carried out into this complaint. Based on the information received, during the biomed department spot testing on all pumps at their facility flowtron acs900 pump was identified as not working properly. The pump was not deflating the garment while in use with patient. The failure was noticed immediately and the device was withdrawn from use for the quarantine. No injuries were a result of this event. When reviewing similar reportable events, we have found 6 other cases presenting a similar scenario as claimed in this complaint. However, the occurrence rate observed for this failure mode is currently considered to be low. It has been established that the acs900 pump was used with the tri pulse garment (trp10) for a patient therapy at the time of the event. Based on the above, the pump was found to have malfunctioned (not performing to specification) when the event took place. The pump was inspected by the facility bio med department after withdrawing the unit from use and was found to be working properly - an initially observed symptom of no deflation could not have been recreated. The unit was returned to arjohuntleigh service center for evaluation and further testing. Similarly to the inspection of customer's biomed department, san antonio service center did not manage to recreate the problem. The pump was inspected by arjohuntleigh technician in the course of routine procedure, including visual inspection and comprehensive functional test. The unit has gone through the following steps of inspection: cleaning and mechanical, visual inspection, case leakage norm polarity neutral closed, case leakage reverse pol. Neutral closed, case leakage norm pol. Neutral open, case leakage reversed pol. Neutral open, pressure meter - setting 100, pressure meter - setting 250, pressure meter - setting 400, flow - setting 400, functional inspection. The unit has passed all the criteria of testing. Two minor components (elements of the casing- rubber foot and bulkhead cover) were replaced preventively- this replacement cannot be linked to the reported symptom of pump deflation issue. Despite multiple testing conducted the root cause of the problem cannot be established as the failure mode cannot be duplicated. In summary, upon arjohuntleigh investigation it was possible to establish that the device has failed to meet the specification when the event took place which occurred during the patient treatment. The device was directly involved in the reported adverse event, however, an initial inspection of the unit performed by the bio med department at customer's facility as well as arjohuntleigh device evaluation did not enable to duplicate the failure and it was not able to confirm a complaint. Due to the nature of this incident we are reporting this event to competent authorities in the abundance of caution.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusions.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint indicating that during the biomed department spot testing on all pumps at their facility flowtron acs900 pump was identified as not working properly. The pump was not deflating the garment while in use with patient. The failure was noticed immediately and the device was withdrawn from use for the quarantine. No injuries were a result of this event. The same pump was tested later again by the facility service department and was found to be working properly. The unit was returned to arjohuntleigh service center for evaluation and further testing.

Manufacturer narrative:
This is a follow-up 2 report to the follow-up 1 report (manufacturer report number: 3005619970-2016-00018) that was submitted on 04 nov 2016. Arjohuntleigh has investigated the problem of flowtron acs900 constant pressure since the date the first incident of this nature (B)(6) 2016). Upon arjohuntleigh's examination, the involved device was comprehensively tested and functioned as expected. A suspected symptom of no deflation could not have been recreated. The exact root cause of the problem could not have been determined as the failure mode could not have been duplicated until the later date. Conclusions of arjohuntleigh investigation remained unchanged until another incident occurred on (B)(6) 2017 in the USA. This was the first time arjohuntleigh have been able to see and test the unit in the "failed" state, which appeared to be an investigation milestone. The unit was left connected to mains power in the "failed" state, performance readings directly off the system sub-components state were collected for further analysis which took place on (B)(6) 2017. The investigation was divided into hardware and software potential failure areas which were objects of verification. At no point during this investigation was the r&d team able to replicate the actual failure, only fabrication of the failure was achieved. The data gathered during the activities of the on-site visit aided in determining that the fabricated failure and the actual failure state are very similar. The only difference being that in the actual failure serial communications with the system control circuit board are not functional, while they are functional during the fabricated state. This indicated that the system was in fact in the secondary state, which is entered only when a software application failure is detected by the system. Investigation course regarding software and hardware specific issues did not allow defining the exact root cause of the observed failure. The investigation has however, with a high degree of confidence, shown that software version 2.000 will handle the failure state in a more resilient manner when stimulated by any potential cause leading to the failure state. If the failure state occurs in a device with software version 2.000, the device will reset, restart, and therapy will continue. The specific symptom observed in the field may, with a high degree of confidence, be addressed by upgrading devices to software version 2.000. Arjohuntleigh initiated a global recall on 01 jun 2017 with an internal reference number fsn-suz-001-2017. Potentially affected pumps (serial numbers between (B)(4) and (B)(4) are supposed to be corrected in the field via a software upgrade to version v2.000. The appropriate communication to customers is being distributed. It needs to be emphasized that responsible care must be taken when using any part of a device that comes into contact with a patient or user. Patient's skin should be inspected frequently during procedures as per the instruction for use (B)(4). Garments should be removed immediately if the patient experiences tingling, numbness or pain. Clinical judgement is required to determine if the patient's skin condition requires additional protective measure or if the therapy should be discontinued and an alternative modality used. It has been established that the flowtron acs900 pump was used for a patient therapy at the time of the event. The system malfunctioned (did not perform up to manufacturer specification) when the event took place, no injuries to patient sustained.

Manufacturer narrative:
This is a follow-up 3 report to the follow-up 2 report. Arjo has continued the investigation towards flowtron acs900 deflation failure and was able to replicate the reported fault. This allowed to identify the root cause of the investigated problem. Garment over inflation occurs when the flowtron acs900 pump is entered to the state in which it experiences a specific number of power on/off cycles. The issue is caused a timer operating system resource being over allocated. The symptom of the investigated problem reveals when the final power on sequence begins. It was found out that this problem may occur in the field in a number of ways: membrane keypad hardware failure. Users pressing the power button quickly. The power button being used as a therapy start/stop button. The most likely scenario is that the power button is used to stop and then start the therapy. Note that it has always been intended that the end user should use the center play/pause button to start and stop therapy. Every time the power button is used to start therapy, a new timer operating system resource is created, leading to a software fault. Version 2.000 software forces the pump to completely reset whenever the operating system failure occurs. This results in therapy being restarted and prevents an attached dvt garment from failing to deflate. The pump continues the therapy after the reset. We have confirmed that the specific symptom observed in the field can be addressed by upgrading devices to software version 2.000.